Event description:
It was reported that the lead exhibited high impedance during implant. The lead was not used and a new lead was implanted successfully; all electrical measurement were within range. The patients condition was good post procedure.

Manufacturer narrative:
.